Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue.